Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia") and hypersensitivity ("various allergic phenomena"). The patient was treated with surgery (bilateral salpingectomy by coelioscopy) and essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding and hypersensitivity outcome was unknown. The reporter considered heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: that the essure is available at logipharma. No information on the evolution of symptoms after removal of essure. The essure was removed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urticaria (dermatological follow-up without known causal agent). Concurrent conditions included obesity. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia") and hypersensitivity ("various allergic phenomena"). The patient was treated with omalizumab (xolair), tranexamic acid (exacyl) and surgery (bilateral salpingectomy by coelioscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding and hypersensitivity outcome was unknown. The reporter considered heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: no information on the evolution of symptoms after removal of essure. The essure was removed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urticaria (dermatological follow-up without known causal agent). Concurrent conditions included obesity. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia") and hypersensitivity ("various allergic phenomena"). The patient was treated with omalizumab (xolair), tranexamic acid (exacyl) and surgery (bilateral salpingectomy by coelioscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding and hypersensitivity outcome was unknown. The reporter considered heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: no information on the evolution of symptoms after removal of essure. The essure was removed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2022: response to queries was received: essure batch number not unknown; essure was inserted in 2016 and since insertion she experiencing pelvic pain, menorrhagia, various allergic phenomena; as treatment drug xolair (omalizumab) and exacyl added; medical history provided; it was reported that the product cause or contribute to the occurrence of the events. On 9-feb-2022: ha number added to case (and nca). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urticaria (dermatological follow-up without known causal agent). Concurrent conditions included obesity. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia") and hypersensitivity ("various allergic phenomena"). The patient was treated with omalizumab (xolair), tranexamic acid (exacyl) and surgery (bilateral salpingectomy by coelioscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding and hypersensitivity outcome was unknown. The reporter considered heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: no information on the evolution of symptoms after removal of essure. The essure was removed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.